Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three photographs of the device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The photographs demonstrate that the threaded top of the device broke. The fragment is visible in the photographs. Based on the evaluation of the photos received it was determined that the broken cannula may have occurred during clinical application. Visual inspection of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged cannula, the reported condition was confirmed. Replication of the observed damage may occur from mishandling that causes interference between the cannula and an instrument inserted or removed from the cannula. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the trocar was used along with the power shield cannula. When the trocar was removed from the cavity, the screw part on the top of power shield cannula has been chipped off. The piece was found outside the patient; however, it did not match to the missing portion completely. Out of concern for the possibilities that some pieces have still remained inside the cavity, cleaning and suction were performed over 10 times inside the cavity, but it is still uncertain whether all pieces were retrieved or not. Last patient's status: good. Operating time was extended by more than 30 min.